Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) has exhibited a signal artifact monitor (sam) episode, pacemaker mediated tachycardia (pmt) and what appeared to be anti-tachycardia pacing (atp) and shock therapy due to supraventricular tachycardia (svt) with rapid ventricular response (rvr). This crt-d remains in service. No additional adverse patient effects were reported.